Event description:
It was reported that upon device interragtion, the device showed the grey bar. The device was never implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that there was a confirmed grey gar on the interrogation report.